Event description:
One of the standard securefit handles is broken on this loan kit. No further info will be available.

Manufacturer narrative:
An evaluation of the device and was not returned to the MFR. The lot code for the reported device was not provided. Should device or additional info become available, the evaluation summary will be submitted ina supplemental report.